Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a blood transfusion during surgery. The bleeding continued after surgery so a reoperation was performed to get the bleeding under control. Hemoglobin was at 9.2. The source of the bleeding was the posterior part of the left ventricle. The bleeding resolved.

Manufacturer narrative:
This event was determined to be supplemental information and the investigation findings will be addressed under MFR # 2916596-2023-08582.